Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e0119 is being used to capture the reportable event of loss of consciousness. Patient code e011903 is being used to capture the reportable event of syncope/fainting.

Event description:
It was reported that after the spaceoar vue placement, the patient felt dizzy when sitting up and later passed out after being transferred to a wheelchair. He regained consciousness in a bed, vomited, and exhibited symptoms such as being warm, sweaty, and clammy. Despite the patient's vitals being normal, the patient was admitted to the hospital beyond the standard of care. The physician is unsure if the device or procedure caused or contributed to the patient's complications, which included vomiting and loss of consciousness. The patient's outcome and discharge status are currently unknown.